Event description:
Patient was implanted with cervical spine locking screw on (B)(6) 2011. It was reported that on an unknown date, the zero p screw backed out. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.